Event description:
It was reported the patient experiences soreness and occasional shocking at the ipg site. The patient was advised to keep his belt off the ipg as that may help with the soreness. The patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.